Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) contacted the supervisor of the coronary ICU, she told that she finally placed the cart correctly and the equipment started charging the batteries. The equipment is operational.

Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit wasn¿t charging the batteries. There was no patient harm reported.